Event description:
Patient contacted dexcom technical support on (B)(6) 2013, to report cgm inaccuracies on (B)(6) 2013. The patient reported that the blood glucose meter reading was at 88 mg/dl but was unable to remember the corresponding cgm value. The patient reported wearing the device in the thigh, however, the device is not indicated for insertion in thigh. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries and reported to be in stable condition.